Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an alarm, entered backup ventilation, displayed a background fault and error codes. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury.